Manufacturer narrative:
The pipeline flex was returned for evaluation. The pipeline flex pushwire was returned within a dispenser coil and within an introducer sheath while the pipeline flex braid was returned within a resealable biohazard pouch. The catheter involved in the event was not returned for analysis. The pipeline flex device was decontaminated. The braid was found fully opened throughout the entire braid. One end of the braid was found flared and frayed while the other end was found slightly frayed. No damages or irregularities were found with the pipeline flex pusher. Based on the analysis findings, the report of ¿failure/incomplete to open at middle section (hourglass)¿ could not be confirmed as the returned braid was found fully opened. Potential causes for failure to open are: patient vessel tortuosity, damage braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, and inappropriate anatomy. Highly tortuous vasculature and the pipeline device was placed at an ¿ophthalmic bend¿. Both braid ends exhibited fraying indicative of resistance, more than 2 times resheathing of device or damage during return shipping to medtronic for analysis. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned; therefore, the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter (5mm x 35mm) failed to open in the middle section. Prior to the event, the headway 27 microcatheter was placed across the aneurysm. The medtronic flow diverter was flushed and prepared as indicated in the instructions for use (IFU). The operator started to deploy the medtronic flow diverter in highly tortuous vasculature at the ophthalmic bend and it could not open. The operator re-sheathed the medtronic flow diverter and tried to deploy it a second time, but it still could not open at the bend. The medtronic flow diverter was removed with the microcatheter and the physician deployed another medtronic flow diverter (4.75mm x 25mm) with ease and it opened up very well and well opposed to the vessel wall. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment for an unruptured blister aneurysm measuring 2mm x 2mm located in the supraclinoid segment of the left internal carotid artery (ica). The distal and proximal landing zone was 4.4 x 4.8. The vasculature was severe in tortuosity. The patient was on dual antiplatelet therapy (dapt) and the pru level was 148. There are no images for review. Ancillary s: synchro 200 guidewire, headway microcatheter, navien 5f guide catheter, neuron max sheath.